Event description:
The novolog mix flexpen 3ml 5's; 70/30 are jamming up, when she tries to get 40 units out, only 28 units will come out and she has to use another pen. Dose, frequency & route: inject 40 units every morning and 30 units every evening.